Event description:
A customer reported a tandem mobi cartridge alarm occurring during the pumping process, which they resolved before contacting customer technical support (cts). The customer declined to provide information on whether the issue caused their blood glucose to exceed 500 mg/dl; therefore, there was no reported adverse impact on the customer's blood glucose level. The customer successfully resolved the alarm issue on their own and resumed insulin delivery. A replacement pump was sent to the customer after the incident, and the original pump was returned to the company with no further action needed.